Event description:
It was reported that the patient experienced difficulties waking up from anesthesia, after a nine-hour procedure. A farawave pulsed field ablation catheter was used off-labeled to treat patient condition for ventricular tachycardia in the right ventricular outflow tract. There were no device malfunctions reported, and as such, the catheter was disposed after the procedure and will not return for analysis. A computed tomography scan was performed to rule out a stroke. The patient is still being held and monitored with electroencephalogram (eeg). No further information was provided. It was further reported that the patient had fully recovered from the procedure. There were no device malfunction allegations against any boston scientific products.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem and section h6 evaluation conclusion code. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced difficulties waking up from anesthesia, after a nine-hour procedure. A farawave pulsed field ablation catheter was used off-labeled to treat patient condition for ventricular tachycardia in the right ventricular outflow tract. There were no device malfunctions reported, and as such, the catheter was disposed after the procedure and will not return for analysis. A computed tomography scan was performed to rule out a stroke. The patient is still being held and monitored with electroencephalogram (eeg). No further information was provided. It was further reported that the patient had fully recovered from the procedure. There were no device malfunction allegations against any boston scientific products. It was further reported that more than 20 lesions were performed. The ablation was in the right ventricular outflow tract and no transeptal was performed. There was no circulatory support device used and a non-boston scientific device was used to deliver radiofrequency (rf) ablation.